Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade ''lockout'' later in the procedure, and continued usage can result in a broken blade.

Event description:
It was reported that during a nissen fundoplication procedure, the doctor was using the device and the device was working perfectly until generator started to mark error. At first they thought it was the hand piece but they switched the hand piece three times. They finally changed the instrument and it worked perfectly. After the surgery they once again connected the device to make sure it was not working. They activated in order to calibrate the harmonic and the blade just fell off. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.